Manufacturer narrative:
H6: omitted code a141101 and added code a141102 per the results of the investigation. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary purge pressure high: the pump was not returned for investigation. Clinical details indicate that after impella 5.5 s2 implantation, the team monitored purge flow and purge pressure closely. On (B)(6) 2025, purge pressure values were high (pp: 793 mmhg and 768 mmhg) while purge flow remained within range. Multiple interventions were performed without any improvement in purge pressure, including changing the purge system, initiating tpa lysis therapy, and later switching to bicarbonate purge. No red purge alarm occurred. Data log shows the purge pressure was within specification range (approx. 775) during the entire case run without any noted trend. On the reported event on (B)(6) 2025, there were four instances of purge volume low alarms, which correlated with bag/cassette change procedures. Based on the data log, no high purge pressure issue was found during the case run. Clinical symptoms (pulmonary edema): the cause of the injury was not determined due to insufficient clinical details. Device history review the pump passed all post sterile inspection checks.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that an impella 5.5 while supporting the patient had purge flow decreased. The purge system was changed, and lysis was administered. It was further reported that the impella was kept at p-4 level by mistake which led to the patient having some pulmonary edema. The p-level was raised.